Manufacturer narrative:
The hvad is used for treatment not diagnosis. Site reported that the patient's controller was toggling batteries between port one and port two. There was no reported patient injury related to this event. The batteries were exchanged by the facility but neither the batteries nor the controller were returned to the manufacturer. Manufacturing records did not indicate any non-conformances and/or process deviations for the controller in question. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Z-1607-2014. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of five reports (3007042319-2015-03687, 2015-03688, 2015-03689, 2015-03690 and 3007042319-2015-03691 submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient's controller was toggling batteries between power port one and power port two. The facility replaced the batteries. No patient harm or injury was reported as a result of the reported event.